Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "a box of needle was opened and we noticed small filaments attached on it as if they were very fine residue and the protective cover was damaged."

Manufacturer narrative:
H.6. Investigation: one sample was received. It came in an open packaging blister. Visual inspection was performed. The plastic shield is damaged on the tip, it has a crack about 1/8¿ long. The needle was inspected with a 10x magnifier lens. It has fine like filaments created from the silicone applied to needle. This silicone is medical grade. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the epoxy to attach them. After that silicone is applied to the needle, then the plastic shield is assembled. In this case it may have happened that the silicone applied didn¿t flow enough to avoid the kind of filaments observed. Additionally, the plastic shield may have been damaged while getting assembled and it was not detected in the next process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10

Event description:
It was reported that foreign matter occurred before use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "a box of needle was opened and we noticed small filaments attached on it as if they were very fine residue and the protective cover was damaged."